Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient went to her mailbox and a dog frightened her. This prompted the dog behind a fence to react and the patient was startled and fell to the ground. There was no mention of the patient losing consciousness. There was no mention of what the patient¿s cgm value was at this time. The patient then returned home and called her brother. It was then noted that the patient¿s brother took the patient to the emergency room (ER) due to a bg meter reading of 900 mg/dl. The cgm comparison value could not be recalled, but the patient stated the ¿dexcom was at fault¿. The patient was wearing a tandem insulin pump. No patient symptoms were reported. The patient was admitted to the hospital. She was discharged on (B)(6) 2025. The patient could not recall any of the specific medications or treatments provided to her during the hospitalization. Attempts to reach the patient for further event clarification were unsuccessful. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.